Event description:
During a remote follow up, it was observed the patient experienced a ventricular fibrillation (vf) episode which resulted in the securesense algorithm being triggered. Technical support was contacted and noted the securesense algorithm was triggered due to undersensing on the device. The vf episode was self terminated and reprogramming is anticipated but has not yet been performed. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating reprogramming was performed to resolve the event. The patient was stable.